Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
February 27, 2019 (B)(4) (con): information was received from a patient regarding their implantable drug infusion device. The drug being delivered was baclofen (unknown) with an unknown dose and concentration. The reason for use was intractable spasticity. It was reported that at one MRI in the past the pump did not start and he needed to see a manufacturer¿s representative (rep) to start the pump back up. A rep came to see him in office to start the pump back up. The patient stated that this occurred ¿years and years ago, about 5-7 years¿ prior to the call date of (B)(6) 2019. There was no out of box failure reported and there was no medical/therapy problem related to a small components product. There were no symptoms reported. There were no further complications reported/anticipated. February 28, 2019 (B)(4) update (hcp): document contained no new information. March 01, 2019 (B)(4) update (con): additional information was received from the patient on march 01, 2019. Patient states he needs an MRI of his right hand and the facility is having difficult time with getting the MRI guidelines. Patient repeated information about ¿prior MRI 4 years ago, october of four years ago,¿ and the patient did not have rep¿s name that checked the pump at that time. Patient said MRI was not related to pump therapy. Patient said he will email information to the MRI facility. There were no further complications reported/anticipated.